Event description:
It was reported that the patient presented remotely via merlin.net. Upon review of the transmission, it was noted that the right ventricular (rv) lead exhibited undersensing. No intervention was performed. The patient was in stable condition.

Event description:
New information received notes the programming changes was performed. The patient was in stable condition.